Event description:
It was reported that the ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the outer insulation was abraded at 42.5 cm from the lead tip. The abrasion was consistent with exposure to constant friction with another implantable device.